Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional pressure testing observed a leak from one of the maxzero connectors. Closer inspection of the maxzero under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The source of the leak is a microchannel found in one of the maxzero¿s. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
An unexpected return of a photo and eventually products returned by the customer, that were received along with other products from the same customer designated for different files. The customer provided a photo with note attached to a trifuse extension set that stated "both sites leaking propofol." An event date and time documented on the note as (B)(6) at 2300. Although requested, the customer did not provide additional details of the event, or indicate any patient harm or medical interventions required.

Manufacturer narrative:
The customer's complaint of an extension set leaking could not be confirmed because the product was not returned for failure investigation. A photo of the set inside a sealed package was provided by the customer. However; no issues were observed based on the photo provided. Patient demographics requested however not provided. The root cause of this failure was not identified.

Event description:
The customer provided a photo with note attached to a trifuse extension set that stated " both sites leaking propofol". An event date and time documented on the note as (B)(6) 2018 at 2300 . Although requested the customer did not indicate any patient harm or medical interventions required.